Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported a power on reset (por). Therapy has turned off and reset to shipping parameters. The patient said they were only pressing buttons on the patient programmer. It was recommended the patient follow up with their healthcare provider (hcp). The patient also noted that they had just gotten home from the hospital for the implant procedure and cannot drive. There were no patient symptoms reported. The implantable neurostimulator (ins) was indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.